Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mid to proximal right coronary artery. After aggressive predilatation was performed on the lesion with a 2.5x15 mm balloon catheter, the 3.5x38 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, did not cross. The sds was retracted from the patient to perform additional predilatation; however, after retraction it was observed that the shaft had separated leaving the distal piece in the anatomy. No unsual resistance was felt during retraction of the sds from the anatomy. Attempts to snare the separated portion was met with difficulty as the separated portion of the shaft was bunched at the end making it difficult to pull the sds into the guiding catheter. The guiding catheter became disengaged. Using a larger guiding catheter (8fr) and a fielder guide wire access was established and the separated piece of shaft was able to be snared successfully from the anatomy. This took approximately 2 hours. The procedure continued on with the successful placement of 2 stents (unknown type). No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, review of the cine, and information provided from a physician meeting, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo runthrough, fielder. Guide cath: 6fr int. Mammary with sideholes. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.